Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle was interrupted and weakened and the light guide lens chipped. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In contrast, the light guide bundle was interrupted and weakened was due to component failure of the light guide bundle, and the light guide lens chipped was due to component failure of the distal end cover glass. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video laparoscope had the image is abnormal. The event occurred during service maintenance. There were no reports of patient involvement.